Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300816 156010 arcos 16x150mm spl tpr dist, 110010244 6555081 g7 osseoti 3 hole shell 52mm e, 650-0661 3062863 delta ceramic fem hd 36/0mm, 010001001 6995203 g7 screw 6.5mm x 40mm, 30103605 65256549 g7 vit e neutral lnr 36mm e. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00072.

Event description:
It was reported the arcos 50mm proximal body cone trial would not engage with the stem. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned cone body trial identified scratching and scuffing on the outer surfaces of the body. The stem opening is free of damage or deformity. The inner taper is free of any visual damage. Scratching and debris are present inside the stem taper. The locking screw rattles and rotates freely inside the cone body. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.